Event description:
The manufacturer was contacted regarding a rep dreamstation auto bipap, dom device with claims that the device is producing black particles in the water chamber and a foul odor. The patient did not physically see the doctor; however, they spoke over the phone, and the doctor ordered a new device. The patient was experiencing coughing, but the coughing has ceased since she stopped using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported "the manufacturer was contacted regarding a rep dreamstation auto bipap, dom device with claims that the device is producing black particles in the water chamber and a foul odor. The patient did not physically see the doctor; however, they spoke over the phone, and the doctor ordered a new device. The patient was experiencing coughing, but the coughing has ceased since she stopped using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Event description:
The manufacturer previously reported "the manufacturer was contacted regarding a rep dreamstation auto bipap, dom device with claims that the device is producing black particles in the water chamber and a foul odor. The patient did not physically see the doctor; however, they spoke over the phone, and the doctor ordered a new device. The patient was experiencing coughing, but the coughing has ceased since she stopped using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Manufacturer narrative:
The manufacturer previously reported "the manufacturer was contacted regarding a rep dreamstation auto bipap, dom device with claims that the device is producing black particles in the water chamber and a foul odor. The patient did not physically see the doctor; however, they spoke over the phone, and the doctor ordered a new device. The patient was experiencing coughing, but the coughing has ceased since she stopped using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. *conclusion code was updated and the date received by mfg was updated to 12/4/2025.